Event description:
New information on (B)(6) 2016 stated that the lead was capped and replaced during a device changeout procedure. The patient condition was fine throughout.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported. No further information was available.